Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The previously stented lesion being treated was located in the marginal branch; vessel and lesion characteristics are unknown. The lesion was pre-dilated with an unspecified device. The 3.0 x 12mm taxus liberte drug-eluting stent (des) was advanced to the lesion, but was unable to cross the lesion. The lesion was then dilated again with an unspecified device. Upon preparing to re-introduce the stent delivery system, it was observed that the proximal ends of the stent struts were damaged. The procedure was completed with another of the same device. No patient status, injury or complications were reported.

Manufacturer narrative:
Returned product analysis verified the difficulty stated in the complaint. Visual and microscopic examination found severe damage to the proximal edge of the stent and there were shaft hypotube kinks along the entire length of the hypotube. The struts on the first to third proximal rows were misaligned with the struts on the first row raised distally. The stent damage is consistent with the delivery system encountering some form of restriction. The hypotube damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted. A review of batch records found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is determined to be operational context, due to anatomical/procedural factors encountered during the procedure.